Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that when the power is switched on the pump, there is pressure between the feeding set and the connection piece of the nose probe resulting in a leakage that completely wets the patients bed after nightly administration of tube feeding. There was no patient injury.